Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, or preparing a pilot hole that is too small. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Other: discarded by facility.

Event description:
During a slap repair, anchors broke as the last third were being inserted. Two anchors were inserted on the anterior side of biceps and 1 anchor on the posterior side of biceps. No other fixation was needed.